Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer failed. A field service engineer confirmed that no failed drawer was found. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system, the refrigerator was locked even though the user tried to recuperate, it did not work. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.